Manufacturer narrative:
Product code = dqx. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a procedure, the tip of the safe-t-j rosen catheter exchange wire guide was about to snap off. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that there was a 1 mm separation which was noticed at a distance of 7 mm from the distal tip of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to be related to the manner in which the product was shipped. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
It was later clarified by the customer in a response to a request for additional information that the physician noticed that the tip of the wire was about to snap off prior to patient contact. Another wire guide was used to complete the procedure. This event is currently under investigation. A supplemental report will be provided upon conclusion.